Event description:
It was reported that during a ptca procedure, the shaft kinked during the procedure and upon removal the catheter shaft separated. All pieces were retrieved without incident. The pt status is listed as "okay."